Event description:
The dentist reported that the screw fractured inside the implant. The implant was removed. Unable to retrieve the screw fragment.

Manufacturer narrative:
The complaint investigator¿s visual inspection of the returned component has confirmed that residue and the fractured uniht remained stuck inside of the implant and the external hex of the implant has been grossly damaged the remaining fragment of the uniht has not been returned for review. A complete dimensional analysis cannot be performed due to the damage of the as returned product. Although the uniht lot number has not been provided for review, uniht manufacturing lots are inspected for critical dimensions. A definitive root cause has not been determined. (B)(4).